Event description:
Breast augmentation in 1991. Mammogram in 2001. Two days later suspected leakage of rt implant. Repeat mammogram confirmed leaking. Later in 2001 pt underwent bilateral capsulectomy with implant removal. Rt implant was ruptured and lt implant was intact. Pt also underwent bilateral complex mastopexies with implants not replaced.